Manufacturer narrative:
(B)(4). Date sent: 02/22/2023. Medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2023. Medical records received.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2023 medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2023. Medical records received.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2023. Medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information: can you please provide further detail of this event - "failure to suture one third of the circumference of the rectum."? What degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? What was the users experience with the device? How was the procedure completed? Was there any change in the procedure or patient care as a result of the event? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a procedure for prolapse and hemorrhoids, there was a failure to suture one third of the circumference of the rectum. Patient consequence was not reported.